Event description:
Patient had two lesions treated during the index procedure. A 3.5 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent was implanted to the proximal lcx (ref MFR # 2953200-2010-02427). A 3.5 mm diameter x 18 mm length endeavor sprint rx stent was implanted to the proximal lad (ref MFR # 2953200-2010-02428). Gp iib/iiia inhibitors were administered during the procedure. The patient is reported to have suffered a suspected non-q-wave mi one day post index procedure. The infarction location was identified in the territory of the target vessel. The event was triggered by elevated post procedural cardiac enzymes. Patient was asymptomatic/free of symptoms at 1 month, six month and 1 year follow-up. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results: (mi).